Event description:
It was reported that during a coronary stent procedure, the shaft of the catheter broke during advancement. The entire system was removed and the procedure was completed with another device. No pt injury or complications were reported.